Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for v-fib. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for v-fib. No patient harm or injury was reported. Investigation summary: there was insufficient information provided at the time of the event to determine the cause. The arrhythmia analysis feature of the cns has well defined capabilities and limitations and are outlined in the application guide (arrhythmia monitoring analysis ec1 application guide). In short, detection of arrhythmia events is dependent on factors that can vary with patient condition, signal quality, lead placement, alarm settings, alarm limits, etc. There is no indication that the device has malfunctioned. Service history for this serial number shows no subsequent reported events related to alarm. Additional information: b4 date of this report. D8 was this device serviced by a third party?. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for v-fib. The monitor tech on duty went to go check on the patient and they were in v-fib and according to them it should have alarmed v-fib on the cns. The event occurred on (B)(6) 2020 at 3:40pm est. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following telemetry transmitter was used in conjunction with the cns. Telemetry transmitter: model: gz-120pa, sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for v-fib. The monitor tech on duty went to go check on the patient and they were in v-fib and according to them it should have alarmed v-fib on the cns. The event occurred on (B)(6) 2020 at 3:40pm est. No patient harm reported.